Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe cap was crushed. The following information was provided by the initial reporter, translated from japanese to english: customer reported that one cannula shield (orange cap) was crushed out of 7 products after opening.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe cap was crushed. The following information was provided by the initial reporter, translated from japanese to english: customer reported that one cannula shield (orange cap) was crushed out of 7 products after opening.